Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was reset. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an intermittent communication error message that would either prevent the system from booting up or cause the system to stop exposing. There is no report of patient injury.